Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03-may-2018 with the following findings: during investigation, the battery compartment was cracked from the top above the pad to the cover part. The battery cap threads were damaged/stripped. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the battery cap was damaged. This report is made based on results of investigation completed on 03-may-2018.